Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise and brady pacing not delivered when required in the right ventricular (rv) channel. The noise was able to be reproduced with isometrics. The noise was oversensed. Technical services (ts) was consulted and recommended reprogramming to a fixed sensitivity. A pacing pause of four seconds was reported. This crt-p system remains in service. No additional adverse patient effects were reported.